Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00051 on 11-feb-2025. Additional information (27-feb-2025): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) performed power flush and replaced integrated multisensor technology (imt) peristaltic pump tubing. Siemens reviewed the instrument data and determined that the quality control (qc) recovery was acceptable. Siemens further evaluated the event and determined that intermittent fluid flow issue potentially contributed to the event. The investigation conclusions code in h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported erroneous sodium (na), potassium (k), and concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on an atellica ch 930 analyzer. It is unknown if the initial results were reported to the physician(s). It is unknown if the samples were reprocessed. The correct results are unknown. The customer declined to provide the sample data to siemens. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
The customer reported erroneous sodium (na), potassium (k), and concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The analyzer was taken offline and was awaiting service on 17-jan-2025, however, due to a miscommunication in the laboratory, the analyzer was turned back online and patient samples were processed. Subsequently, the instrument failed auto check for dilution arm subsystem. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, replaced a lyte sensor and dilution probe, aligned probe, and ran dilution check, which passed. Then, the cse ran auto check. Next, the customer ran qc. Siemens is evaluating the event.